Event description:
It was reported that there was an increase of frequency of falls. The increase of falls occurred after the adjustment of stimulation parameters. The adjustment included a decrease of frequency and augmentation of voltage. The patient experienced hospitalization or prolongation of existing hospitalization. The event was possible or certainly related to the stimulation and medication. The event resolved completely.

Manufacturer narrative:
(B)(4).